Manufacturer narrative:
Qn# (B)(4). For related event see MDR #3010532612-2019-00011 and tc # (B)(4).

Event description:
It was reported that the event occurred during use on a patient. When the pump was in use, the staff experienced drain failure alarms. The registered nurse (rn) called the clinical support specialist (css) about the alarms. The rn informed the css that when the first alarm occurred, the rn checked the condensation trap and notice a dark red/brown tinged fluid. As a result, the css informed the rn to switch the pump for a new one. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.

Event description:
It was reported that the event occurred during use on a patient. When the pump was in use, the staff experienced drain failure alarms. The registered nurse (rn) called the clinical support specialist (css) about the alarms. The rn informed the css that when the first alarm occurred, the rn checked the condensation trap and notice a dark red/brown tinged fluid. As a result, the css informed the rn to switch the pump for a new one. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). For related event see MDR #3010532612-2019-00011 and tc #(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp drain failure is confirmed by a teleflex field service engineer. Blood was discovered in the condensation trap, which can result in drain failure alarms. The root cause of this complaint is undetermined but a potential cause is blood entering the helium pathway due to an iab catheter leak. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.